Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece being used for pacemaker implantation. It was reported that alcoholic antiseptic was used during procedure on the patient's skin which was not allowed according to the IFU. The patient's skin where the alcoholic antiseptic was still present got burnt when the handpiece was put into operation. It was noted that the procedure could not be performed with the handpiece as the device burnt the patient. The procedure was aborted and postponed. It was noted that there was no permanent injury and only erthythema on the skins surface where it met the handpiece. There was no medical intervention needed.